Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination per qlik query executed (B)(6) 2018. Review conducted per (B)(4).

Event description:
It was reported that during a shoulder repair that the milagro advance screw 8 x 23mm broke upon insertion. The surgeon removed this screw and used a milagro advance screw 9 x 23mm but it was the wrong size and did not fit properly in the bone tunnel. The surgeon removed this screw also before placing the third in the same bone tunnel. The surgeon completed the procedure with a third larger screw in the same bone tunnel with no patient consequences. There was a 15 minute delay in the case.